Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The following event occurred: "caller did not speak as they were coughing. In the background of the call, cts could hear 3rd party on the line stating 911 has arrived and telling caller to hang up. Cts asked who is on the phone and 3rd party stated 'hello 911 is here goodbye' and proceeded to end call." No further information was provided.